Event description:
Caller alleged discrepant results compared with the lab. Results as follows: [see scanned table].

Manufacturer narrative:
[See scanned table]. Per internal procedure, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. The confidence limits of one set of data cannot be determined. Both values greater than 5.0 inr, those values considered accurate.